Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent deployment stopped after a centimeter. A 7x200 innova¿ was selected for a run off procedure in the superficial femoral artery. When the device was inside the body, it was determined to be too long for the target lesion prior to attempting deployment. The device was removed from the patient and a 150mm shorter stent was used to complete the procedure. There were no patient complications and the patient was fine. Post procedure outside the body, a physician fellow was there and deployment was attempted for practice. There were no kinks observed on the device and deployment was not attempted over a guidewire. The thumbwheel was used with normal force as long as it could be which was not far. The stent would not deploy past a centimeter and did not come out of the sheath. The pull grip was not attempted.

Manufacturer narrative:
First name corrected from (B)(6) to unknown last name corrected from (B)(6). (B)(4).

Event description:
It was reported that the stent deployment stopped after a centimeter. A 7x200 innova was selected for a run off procedure in the superficial femoral artery. When the device was inside the body, it was determined to be too long for the target lesion prior to attempting deployment. The device was removed from the patient and a 150mm shorter stent was used to complete the procedure. There were no patient complications and the patient was fine. Post procedure outside the body, a physician fellow was there and deployment was attempted for practice. There were no kinks observed on the device and deployment was not attempted over a guidewire. The thumbwheel was used with normal force as long as it could be which was not far. The stent would not deploy past a centimeter and did not come out of the sheath. The pull grip was not attempted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The mid-shaft showed damage in the form of 2 kinks. The 1st kink was approximately 14.5cm from the markerband. The 2nd kink was approximately 18.5 from the markerband. The stent was returned in the device and partially deployed approximately 1.7cm. The thumbwheel was loose. The pull handle was locked. The handle was opened to inspect for further damage. It was noticed that the proximal inner was prolapsed. The proximal inner and the inner liner also showed kinks. The pull rack showed the 1st tooth was damaged. Testing was completed to attempt to deploy the device by initially cutting the mid-shaft 18cm from the markerband. A total of 28cm from the mid-shaft was cut to be able to get the stent to deploy manually. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. It was considered likely that the kink, deployment issues and internal damage were attributable to handling of the device. The root cause is user preference issue as product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that the stent deployment stopped after a centimeter. A 7x200 innova was selected for a run off procedure in the superficial femoral artery. When the device was inside the body, it was determined to be too long for the target lesion prior to attempting deployment. The device was removed from the patient and a 150mm shorter stent was used to complete the procedure. There were no patient complications and the patient was fine. Post procedure outside the body, a physician fellow was there and deployment was attempted for practice. There were no kinks observed on the device and deployment was not attempted over a guidewire. The thumbwheel was used with normal force as long as it could be which was not far. The stent would not deploy past a centimeter and did not come out of the sheath. The pull grip was not attempted.